Event description:
It was reported that on (B)(6) 2007: the patient presented with complaints of low back pain with some radiation to the upper spine. The patient also reports some numbness and tingling to both legs. The patient also reports abdominal pain and parietal lobe headache. The patient¿s preoperative diagnosis was severe degenerative disc disease with mechanical instability at l5-s1. The patient underwent the following procedures: l5-s1 anterior discectomy; insertion of cage w/ 4 screws, two cephalad and two inferiorly at l5-s1 with rhbmp-2/acs arthrodesis. Per the op notes, the wound was copiously irrigated with antibiotics. One rhbmp-2/acs sponge was placed into the disc space and two rhbmp-2/acs sponges were inserted into the cage. The cage was then tapped into position in the l5-s1 disc space. Two screws were then applied through the cage into the l5 body and two screws were applied into the s1 body. Two narrow rhbmp-2/acs sponges were placed lateral to the cage. Intraoperative neurophysiologic monitoring noted no abnormalities. No patient complications were noted. (B)(6) 2007: the patient¿s postoperative period was unremarkable. Patient complained of incisional pain. He was grossly neurologically intact and ambulated with a tlso brace and walker. (B)(6) 2012: the patient presented for CT of lumbar spine without contrast. Exam found at l5-s1, lucency/incomplete osseous fusion/incorporation is noted through the disc space/discectomy. This is suspicious for hardware/fusion failure. Degenerative changes are evident at multiple levels, including endplate sclerotic changes, osteophyte formation, and facet joint hypertrophy. Right sided rudim entary rib is noted at l1. Mild bilateral neural foraminal narrowing was also noted at l3-4 and l5-s1. Mild central canal stenosis with moderate bilateral neural foraminal narrowing at l4-5 was noted also. (B)(6) 2012: the patient presented with a preoperative diagnosis of l5-s1 pseudoarthrosis and severe back pain. The patient underwent the following procedures: 1. Posterolateral arthrodesis at l5-s1;2. Non-segmental instrumentation at l5-s1; 3. Autograft, local-from same incision from lamina and facet; 4. Placement of osteopromotive material; 5. Intra-op CT; 6. Bone marrow aspiration. The medtronic dynamic reference array was attached to the most inferior spinous process via the provided clamp and intra-op CT scan were performed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on: (B)(6) 2007: patient presented with pre-op diagnosis of 1 severe degenerative disk disease with mechanical instability l5-s1. For which, patient underwent: anterior retroperitoneal exposure of spine at l5-s1. Control of iliac vessels. L5-s1 anterior discectomy. L5-s1 placement of cage with bmp arthrodesis. Intraoperative neurophysiologic monitoring evaluation. Intraoperative fluoroscopy image evaluation. Per op notes, the wound was copiously irrigated with antibiotic irrigation. One bmp was sponge was placed into the disc space and two bmp sponges were inserted into the (42x15) 12 degrees cage. The cage was then tapped into position in the l5-s1 disc space and verified by fluoroscopy. Two narrow bmp sponges were placed lateral to the cage. Ap and lateral fluoroscopy was used to verify good positioning of the total construct. Patient tolerated the procedure well with no complications reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.